Event description:
Device 2 of 2. Reference manufacturer reports: 1627487-2010-02205.

Manufacturer narrative:
Device 2 of 2. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension lead segment is severely kinked with all wires broken at approximately 5.5cm from the terminal end. Extension fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.